Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photograph was reviewed and showed a small foreign matter which had been adhering to the IV cannula. Additionally, ten (10) retained samples from bd inventory was visually inspected, and no fm was found. Bd was able to confirm the customer¿s indicated failure mode with the photo attached. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, there was foreign matter on device cannula or any fluid path component. The following information was provided by the initial reporter. The customer stated: "after opening the package, there is a fibrous foreign body in the middle of the steel needle. No impact on patients and users."